Event description:
It was reported that the home patient (hp) experienced an iipv (increased intraperitoneal volume) issue while performing peritoneal dialysis (pd) on the homechoice (hc) cycler. About eight days prior, the hp had an overfill on the hc and went to the hospital. The hp was there for four days and was then sent to a nursing home. While the hp was at the nursing home, the hp did not receive their therapy. The peritoneal dialysis nurse (pdn) later told the hp that they had the overfill because they forgot to reset an alarm. The baxter technical service representative (tsr) was unable to get any of the readings referencing the overfill off of the hc. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. The device was not returned for evaluation. The cause for the iipv (increased intraperitoneal volume) event could not be determined. If additional relevant information becomes available, a supplemental report will be submitted.